Manufacturer narrative:
On (B)(6) we received the implants involved in the event, at the beginning we were informed that they were not available. Visual inspection performed by r&d project manager: it is an infection case, nothing can be inferred. Stem and cup osseointegrated, liner in good conditions. Signs of removal on all pieces, specially on the stem. Still presence of ha coating in the proximal area of the stem.

Manufacturer narrative:
Batch review performed on 03 jun 2019: lot 152694: (B)(4) items manufactured and released on 11-sep-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint: (B)(4), MDR: 2016-00064). Additional implants involved: cup: versafitcup 01.26.56mb acetabular shell cc ø 56 (k083116), lot 155356: (B)(4) items manufactured and released on 29-dec-2015. Expiration date: 2020-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: amistem h 01.18.133 ha coated std stem size 3 (k093944), lot 166420: (B)(4) items manufactured and released on 23-jan-2017. Expiration date: 2022-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115), lot 166624: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2022-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 2 years from the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and explanted the cup, liner, head and stem and implanted an antibiotic spacer. The surgery was completed successfully.